Event description:
It was reported that the patient presented for an implant procedure. During the right ventricular (rv) lead placement, there was difficulty in finding an acceptable position and difficulty in extending the lead's helix. After multiple attempts, the lead was placed, but then the lead dislodged and the helix appeared stuck. The rv lead was removed and replaced. The patient was in stable condition.